Manufacturer narrative:
Revision surgery occurred (B)(6) 2020. Exact date of revision surgery was not provided. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.

Manufacturer narrative:
A1: pe 20-63. B4: (B)(6) 2021. G1: (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H6: medical device problem code: 2682- patient- device incompatibility investigation conclusions: 4315- cause not established h10: radiographic images showed evidence of osteolysis surrounding the implant. No microbiology or pathology results were provided. The device was not returned, thus device examination could not be performed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.